Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ethyl vinyl acetate (eva) 150 ml bag leaked. According to the report, while adding an unspecified pharmaceutical into the bag, leaking was observed. The reporter indicated that a non-baxter 50 ml syringe and non-baxter 18g needle were used with the bag during the event. The leak site was "the corner site of the port." There was no patient involvement. No additional information is available.